Event description:
The tech reported the side rail would not latch. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The tech side rail latch weldment was broke due to the age of the bed. The tech replaced the side rail to resolve the issue. Based on this info, no further action is required.